Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, product ID: bi71000424, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when taking final scan post-operation, they took an anterior posterior successfully and then went to take a lateral, and after a few seconds received the following error, "image frame rates were below recommended levels". They did not want to reboot the system to see if complaint resolved. When troubleshooting, finished final scan with a competitor imaging system. There was no visual damage to umbilical cord. Calibrations were not overdue. There was able to replicate complaint after case. Patient was present. There was one hour of surgical delay and  no impact on patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The umbilical cable was replaced to address the frame rate error. The system was then functioning as designed. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the umbilical cable was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Imaging system umbilical cable passed bench test. Continuity test passed and was installed in known imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. B01, c19, d14 codes are applicable. H3, h6: the panel rearcab brkt was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Visual inspection confirm damage hardware. Foot switch connector pin is bent. B01, c07, d02 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6), product ID: bi71000424, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.